Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 150 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and active current measurement. However, the insulin pump failed the sleep current measurement due to moisture damage on the electronic assembly. Also, moisture damage on the vibrator, motor assembly and battery tube noted during visual inspection.